Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer's analyzer measured a high impedance value during the operation. It was noted that the case was found damaged, and the battery depletion was within acceptable limits. No further anomalies were observed, and the instrument successfully passed the incoming functional testing and system tests. All defective parts were replaced, and all other identified issues were resolved. The analyzer passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's analyzer measured a high impedance value during the operation. It was noted that the analyzer was replaced to allow for the electrodes to be calibrated. No patient complications have been reported as a result of this event.